Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was observed. The device was put through extensive testing including self testing, power cycling, and current testing with known good batteries without duplicating the report. The device was tested with the returned batteries and they were found to be depleted. The device was recertified and returned to the customer. Review of the device history logs showed errors consistent with depleted batteries. No trend is associated with reports of this type.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.